Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant dates of (B)(6) 2016 were indicated for the two lenses. There was no indication that the lens was explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following bilateral intraocular lens implants, the lenses rotated. The doctor indicated that a secondary intervention is required. Patient's symptoms of poor vision with a visual acuity of 0.3 in the left eye and 0.6 in the right eye were reported. No further information was provided. As patient had two lenses implanted and it is unknown if both lenses rotated, an MDR for each lens will be provided. This report represents one of the two lenses.